Manufacturer narrative:
Submission date: 08/31/2018, an investigation was performed for the reported customer complaint: ¿the customer reports a problem connecting needle tips to pre-filled syringes of a vaccine. When using safety needle to administer the vaccine menjuate ( men c) the syringe containing the vaccine does not lock securely to the needle to administer the vaccine.¿ the product returned with this complaint was determined to be produced by another manufacturer. No investigation was conducted. The samples received will be returned to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A complaint of a needle connection issue was received for an unknown needle product. There were no samples received with this complaint therefore an examination of the defect could not be made. A review of the device history record was not performed during this investigation as the lot number was not received with the complaint. All device history records are reviewed and approved by quality prior to release of product. Because there was no lot number, a date of manufacture could not be determined. The complaint file contains insufficient information to determine a most probable root cause. Since this complaint will be considered unconfirmed, no corrective or preventive actions will be taken at this time. If additional information or samples are received, the investigation will resume as needed. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 12/7/2017. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports a problem connecting needle tips to pre-filled syringes of a vaccine. When using safety needle to administer the vaccine menjuate ( men c) the syringe containing the vaccine does not lock securely to the needle to administer the vaccine.